Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced universal surgical manipulator (usm)2 to resolve the error 319. The system was tested and verified as ready for use. Isi received the parts involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed and reproduced the reported failure (errors 319). The unit was tested on an house system and failed normal mode as it triggered 319 errors. The rolling loop was swapped with a new one and the error no longer occurred. The original rolling loop fiber cable was reinstalled and the errors returned. The unit was tested on a patient side cart fixture test platform (pftp) with a new rolling loop fiber cable and passed direction test, lissajous, sine cycle, friction test, carriage friction test, brake release test, brake hold test, advanced brake test, carriage strength test, and carriage switches test. The rolling loop fiber cable assembly will be replaced as a fix to the reported problem. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, or staff called to report arm 2 faulted during surgery. Or staff cycled system power and hard booted system before calling, fault returned on power cycle. Technical support engineer (tse) viewed logs, found error 319 on arm 2. Tse asked or staff to disable arm 2, arm 2 was disabled and faults cleared. The surgeon continued with case robotically. The procedure was completing as planned with no reported injury.